Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator. It was reported that there was an infection at the implantable neurostimulator (ins) site. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as possibly related to the device/therapy and not related to the implant procedure. The actions/interventions taken to resolve the issue included administering antibiotics on (B)(6) 2017, and explanting the entire system without replacement on (B)(6) 2017; the event resulted in an urgent care visit and an in-patient hospitalization. The seriousness was noted as resulting in a life-threatening illness or injury, requiring an in-patient hospitalization, and requiring medical/surgical intervention to prevent a life threatening illness/injury or permanent impairment to a body structure or body function. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/ anticipated.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2008 and was explanted in (B)(6) 2008 due to an infection. The patient also did not experience a greater than 50% reduction in symptoms. The cause and what troubleshooting was performed related to the event were stated to be unknown. No further complications were reported/anticipated.